Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-dec-2015, fse arrived at the site to address the reported event. Inspection of the device revealed that the tubing for the washing system was kinked by the wash bottle. Fse rerouted the tubing to improve flow, tested with multiple b/f wash primes, and tested and adjusted the barcode reader for better reads. No further issues were reported. No further action was required by field service. The most probable cause of the reported event was due to kinked wash tubing.

Event description:
On (B)(6) 2015, the customer reported receiving "error 2239", probe failure with their a1a-900 analyzer. The customer stated that he was unable to complete his run. Technical support (ts) instructed the customer on how to reboot and run daily maintenance. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctni2, myo, and ckmb. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.